Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: d4: UDI was incorrect in the initial report. The UDI has been updated accordingly. D4: the device expiration date was incorrect in the initial report. The date of expiration has been updated accordingly. H4: the device manufacture date was incorrect in the initial report. The date of expiration has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was returned to j&j medtech orthopaedics for evaluation. The device was returned for evaluation, the external appearance is in a normal used condition. The device will be sent to the supplier for further evaluation. The supplier performed an evaluation with the following results: shaft is distorted, a small dent on the pin for locking mechanism was found. Device passed all electrical and functional checks. From our investigation we were unable to confirm the customer reported issue that the electrode could not be used. Testing at atl UK shows the returned device was immediately recognized and found to pass both electrical and functional testing with no error codes being displayed and no other issues detected. Activation was found to be consistent and as expected. That error code 200-14 is related to a generator internal failure "energy stuck high" ¿ this is not linked to a disposable device failure. The complaint device was found to meet the manufacturers specification; therefore, no further investigation is possible regarding the returned complaint device. Based on a review of the investigation findings no containment action related to the individual complaint is required. The root cause of the customer reported functional problem could not be determined. The overall complaint was not confirmed as the observed condition of the vapr 3.5mm side str -ea would have not contributed to the complained device issue. Based on the investigation findings, the potential cause could not be determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. B5: corrected.

Event description:
This is report 2 of 2 for (B)(4). It was reported that during an unspecified surgical procedure of the elbow, a vapr3 generator device and a vapr 3.5mm side str device were used together. According to the report, when the surgeon attempted to use the vapr 3.5mm side str device, the vapr3 generator device displayed the error code ¿200-14¿; and therefore, could not be used even after powering down and restarting the product. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
Report 3 of 4 for (B)(4). It was reported that during an unknown elbow surgery when the surgeon attempted to use the vapr 3.5mm side str device, the main unit displayed the error code ¿200-14¿ and could not be used. It was reported that the surgeon replaced the vapr 3.5mm side str device with a spare handpiece, but it still did not work. There was no surgical delay and no harm to the patient. No further information is available.